Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. When the catheter was connected to flush line, it was noticed that the device was leaking fluid out of the back wire port. The irrigation was dripping out very fast. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.